Event description:
International affiliate reported that suction was initiated but no drainage was obtained. The reservoir didn't inflate when it was disconnected from the drain. Customer opines the anti refulx valve failed to function. No adverse event was noted.